Event description:
Pt returned to clinic on 12/27, had sfu infusion pump attached on 12/26 - none of the medication had been delivered. Appeared that the tubing had malfunctioned. Pump, tubing, and drug bag returned to company on 12/29 by nurse. Nurse spoke to I-flow customer svc rep.